Event description:
Subsequent to the initially filed report, the following information was received:the foot was able to be retracted and the device was removed without issue. No vessel damage observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using three prostyle devices after an interventional iliac stenting procedure with an 8f sheath. Reportedly, with the first and second prostyle device, a cuff miss [suture retrieval issue] occurred. A third prostyle device was attempted; however, the foot would not retract as the lever was stuck. The device was removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.